Event description:
It was reported that the user experienced a low blood glucose event to 55 mg/dl after a meal announcement while using the ilet system, with the cause reported as unclear; the user treated with oral carbohydrates and peanut butter, and glucose rose to 60 mg/dl during the call. Symptoms included hypoglycemia. Outcomes included on-call troubleshooting and education with self-management and continued monitoring without hospitalization. Investigation included complaint intake and assessment of use conditions based on user report. Investigation of this case revealed no device malfunction reported and no device component issue identified, and the event was attributed to an undetermined cause. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.